Event description:
A peritoneal dialysis pt called tech svs for an unrelated issue. During review of the pt's treatment data an overfill was noted. A follow up call was made to the pt's peritoneal dialysis nurse who reported that there was no pt injury due to the high drain volume. Drain: 474; fill: 2495; drain: 4586; fill: 20. The reported drain volume of 4586 was 183% over the expected drain volume resulting in a reportable device malfunction.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the labeling, material, and process controls were within spec.